Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter's "ok" button was stuck and/or sticking. The complaint was classified based on the customer care advocate's (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of (B) (6) 2010. It is not known if the pt was unable to test her blood glucose as a result of the alleged issue. The pt claimed she does not take any medication to manage her diabetes. Within 24 hrs of when the alleged issue started, the pt reported that she developed symptoms of feeling shaky, sweaty, weak, and confused. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.